Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor front response button was non-functional. The cause for the failure was caused by the front response button center/ dome was damaged. The root cause of the off damaged dome was physical abuse. No adverse event resulted from the damaged monitor.

Event description:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor front response button was non-functional.